Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which confirmed the reported condition. Evidence indicates this was due to normal wear and tear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during setup for an unspecified surgery, the motor device was found to be leaking oil on the floor. The location of the leak is unknown. There was a patient in the room, but the surgery had not started. There was no delay to the surgical procedure as an identical spare device was available. There were no reports of injuries or medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.